Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer stated they have tried changing out the infusion sets and reservoirs, but the alarm persisted. The customer's blood glucose was unknown. Troubleshooting found insulin was unable to exit with a push plunger. The customer agreed to return the product for analysis.